Manufacturer narrative:
Product event summary: (B)(4) - the full lead in proximal and distal segments was returned and analyzed. The proximal end of the conductor was fractured. The distal end of the conductor was fractured also. Performance data were also collected from the device and analyzed. The weekly pace lead trend data shows a spike increase for minimum and maximum left ventricular pace impedance measurements of 589 to 4047 ohms peak between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead impedance measurements were high and there was oversensing. The left ventricular (lv) lead also demonstrated high impedance measurements. It was noted the lv lead was implanted after the use before date. Both leads were removed and new leads were implanted. Fractures were observed on both leads during the lead revision procedure. No patient complications have been reported as a result of this event. Leads/accessories imped pacing atrial oor high leads/accessories oversensing a. Leads/accessories apparent lead fracture low voltage leads/accessories apparent lead fracture low voltage no known impact or consequence to patient conclusion not yet available-evaluation in progress high impedance oversensing fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.